Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 06/29/2011, 07/06/2011, and 07/08/2011 by phone, fax, and mail. Additional info was received in a follow up phone call with the primary ophthalmologist on 06/27/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision is not any better than it was before her surgery. In a follow up phone call with the primary ophthalmologist's office, it was reported that the consumer only came to a couple of follow up visits and then said she could not return because she had to care for her husband. Additional info has been requested.